Event description:
Per the audiologist's report, this pt has common cavity malformations. She has been complaining of pain in the ear and throat associated with device use and that sounds are too soft. Reprogramming was tried, but this did not resolve the problem. Radiological testing revealed that the electrode array has migrated out of the cochlea. The surgeon planned to explant the device and reimplant a new device in 2006.